Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of implantable neurostimulator (ins) model 7426 serial number (B)(4) showed normal impedances except where there was a punchout hole in the #3 setscrew grommet. There was foreign material in the connector port around the #3 connector indicating that the punchout hole existed prior to explant. The ins functioned properly throughout the 100 hours of testing at body temperature. The punchout hole may have contributed to the event.

Event description:
Additional information received reported that when the doctor pressed on the implantable pulse generator in the left chest, the patient experienced the shocking sensation in the contralateral side, thus leading the doctor to suspect dbs system trouble. The patient had a stimulation voltage of 2.0 volts and a pulse width of 90 microseconds. Impedance was measured at 1,123 ohms. The rate was 100 hertz. The patient kept a diary of the shocking instances on (B)(6) 2011 the patient was shocked from 1-4 times per hour from 6am until she went to bed at 10pm. On (B)(6) 2011 the patient turned the implantable neurostimulator off. The patient was not shocked while the stimulator was off. The patient turned it back on at 7pm and was shocked 4 times during the next hour. On (B)(6) 2011 the patient was shocked from 0-5 times per hour between 6am and 10pm.

Event description:
The pt experienced a shocking sensation in her right arm four times an hour. When the physician pressed on the neurostimulator, the pt felt the same shocking sensation. The physician suspected a malfunction and noted that if it was due to lead migration, the pt would have felt the shocking all of the time. The neurostimulator was replaced and the pt recovered. If additional information is received, a follow up report will be sent.